Event description:
I just switched to the freestyle libre 3 plus sensors and have had 3 fail in a row. They alert and show a dangerously low glucose level. I had very few issues with the freestyle libre 3 (non-plus) over the years that I've been using them. This is a big issue since I use it to make decisions on glucose management based on those readings. Pt code: 1912. Device code: 1535. Ref reports: mw5178787 and mw5178788.